Manufacturer narrative:
The suspect device was not returned for evaluation; however, images of the suspect device were provided. The investigation involved review of the images. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar omplaints.

Event description:
It was reported that the tip of the trapper broke, during use on a patient.. A new device was used to complete the procedure. No patient injury or medical intervention was reported.